Event description:
Caller reported that a malfunction occurred on the pump. There was no adverse impact to the customer's blood glucose level. Technical support resolved to replace the pump, and the caller stated no interest in obtaining an out-of-warranty loaner pump. No backup therapy was available, and the caller planned to reach out to their healthcare provider.